Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery..

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/03/2017 with the following findings: the pump was returned with moisture behind the display lens and corrosion inside the battery compartment. There were unexplained pump reboots observed in the black box. The battery compartment was cracked above the bumper pad. The battery cap was not returned, so a test battery cap was used and able to fit to maintain electrical connection and complete a 24-hr duration test; there were no pump reboots duplicated during that time. The leak test failed with a battery compartment leak. The pump cover was removed and internal moisture was observed.